Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The actual device was returned to philips, where the alleged product was classified as scrap if defective. The device was scrapped. Therefore, the device is unable to be evaluated. And the cause remains unknown. The customer was sent a replacement device.